Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) read "high" on personal diabetes manager, indicating a bg exceeding 500 mg/dl. Pod worn between 36 and 48 hours on the back. Subsequently, patient was taken to the hospital by wife. Hospital re-tested bg and found a value of 815 mg/dl. A diagnosis of "high bg with ketones" was made and treatment included insulin delivery via insulin drip. It should be noted that, when device was removed, cannula was found bent.